Event description:
It was reported that the handpiece overheated during a procedure. It did not burn the doctor but he had to be treated with cold cloth. A backup was used to complete the procedure. This resulted in a 15 min delay in the procedure. There was no serious injury to the user or pt.

Manufacturer narrative:
The handpiece was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor assembly, rotor assembly, and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heating being generated. The motor assembly, rotor assembly, and bearings were replaced and the device was returned to the user facility.